Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that the coating on the connecting tube was peeling due to deterioration. Upon further inspection, it was observed that the bending angle in the up and down direction did not meet the standard value due to wear of the angle wire. It was also observed that the angulation lever did not move smoothly due to a broken control section. It was observed that the forceps and the cleaning brush could not be inserted smoothly due to damage on the channel tube. It was also observed that the bending section cover had slack due to stress caused by excessive squeezing. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the: connecting tube, bending tube and the universal cord had a dent due to physical stress. It was observed that the electrical connector had corrosion due to water leakage. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, control unit, scope cover, switch box, up-down plate, angulation lever, grip, image guide protector, universal cord, and on the scope connector. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Considerations: the below stress may have been applied to the insertion section, resulting in the subject event although the cause of it was unable to be specified: physical stress such as scratching or bumping the insertion section. Chemical stress due to implementation of the reprocessing method unrecommended in instructions for use (IFU) reprocessing manual. - stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. Additionally as indicated in the IFU: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned a evis lucera bronchofibervideoscope to the service center. During inspection of the returned device, it was observed that the coating on the connecting tube was peeling. There were no reports of patient harm/ involvement.